Event description:
It was reported that the insulin pump alarmed no delivery and motor error during the tubing fill process. The blood glucose reading was 250 mg/dl. The customer stated that she had been having high blood glucose levels in the past few days but declined to troubleshoot for the high blood glucose. The no delivery alarm was resolved by a complete infusion set change. The customer declined to return the infusion set and reservoir for analysis. No significant events leading to the alarms were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.